Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residues on the air/water channel were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken light guide bundle. Based on the results of the investigation, a root cause for the reportable issue found during the investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light on the distal end of the colonovideoscope stopped illuminating. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.